Event description:
Per the audiologist's report, this patient experienced facial nerve stimulation since activation of the device. The audiologist also reported that two of the device's electrodes were extracochlear. Integrity testing in 2006, showed normal receiver/ stimulator function, but some electrode array anomalies. Reprogramming with the anomalous electrodes deactivated was recommended. The surgeon explanted the device the thirdteen days later, and reimplanted the patient with a new device the same day.